Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed, as ink markings were visible on the neck of the taperloc. Review of the device history record (DHR) noted 2 issues regarding indentations on critical area (where marked) and 2 issues regarding scratches around extraction holes. DHR shows the products were reworked and accepted. This could likely be related to the reported event. Review of complaint history found no other issues of this nature reported for this part/lot number combination. Root cause is undetermined with the information currently available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. UDI# (B)(4). Product has not been returned, however, the event was confirmed through a photograph provided.

Event description:
During a total hip arthroplasty, when the femoral stem was opened, it was noticed to have markings around it. Another stem was used to complete the procedure.